Event description:
Reporter indicated that pt began to experience episodes of sleep apnea approximately 5 months post-implant. The pt stated that pt experiences sleep apnea approximately two times per month and described it as having to wake up and take a breath.